Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d154awg implantable cardioverter defibrillator (ICD):  implanted: (B)(6) 2009. 6947 implantable tachy lead: implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead chronically had poor sensing thresholds. The lead was capped and replaced during a system upgrade procedure. No patient complications have been reported as a result of this event.